Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reported event was not reproduced. Olympus will continue to monitor field performance for this device

Event description:
The customer reported to olympus, the video system center experienced an intermittent b30 scope communication error. The issue was found during preparation for use for a diagnostic cystosocopy procedure. The procedure was delayed by 5 minutes and completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found worn out video connector pins, causing loss of image when wiggling the pigtail which may have contributed to the b30 scope communication error. In addition, a damaged rear panel was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.